Event description:
A patient underwent a successful double-level x-stop procedure at levels l3/l4 and l4/l5. It was reported that 18 months post procedure, the patient was seen by a physician due to the recurrent lss symptoms. The physician reported that the x-stop devices were properly positioned at l3/4 and l4/5. The physician believed that the x-stop devices delayed the progression of the patient's spinal stenosis symptoms, however, decided to perform a decompression surgery. At 23 months post-implant, a decompression surgery was performed and the x-stop devices were removed at the time. The physician indicated the event was not related to the devices.

Manufacturer narrative:
Method - follow-up information from physician.